Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. (B) (4). (B) (4).

Event description:
Adverse event(s): "fuzzy vision at all distances" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, she was having trouble seeing at all distances. The consumer reported that all appears fuzzy. She could not read road signs or small writing. In a f/u, the consumer reported her vision was doing better. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the first eye.